Manufacturer narrative:
Follow-up #1: date of submission 10/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/07/2016 with the following findings: during investigation, moisture was found in the battery compartment. A leak test was performed and failed due to a leak in the battery compartment. The keypad was undamaged with all buttons responsive to user input. The keypad was opened to find no contaminants under the button contacts. The pump was opened to find moisture damage on the continuous glucose monitoring board, the keypad flex connector, and the printed circuit board.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the up, down, and ok buttons were intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.